Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. Reportedly, a pediatric patient was using an adult receiver. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it failed the speaker tests. A global communication tool software test was performed, and it failed sound tests. Drop testing and was performed and failed. Manual "try it" testing and was performed and failed. The receiver case was opened for an interior inspection, and the old speaker was installed. Speaker resistance was measured and failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.